Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported via reply card that an intraocular lens was inserted into a patient's eye, but fell into the posterior chamber due to a "hole in the back of the eye." The lens was removed and another lens was implanted instead. Additional information was requested.